Manufacturer narrative:
The full patient identifier is case-2020-00533708-2. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed ¿pipettor failed to wash¿ errors on reagent pipettor 4 and noted bubbles in the fluidic drawer; fse also noted flat tubing. Fse replaced wash buffer manifold tubing and liquid waste manifold tubing. Fse also replaced a reagent pipettor 4 wash tower collar. Fse then ran passing high sensitivity system check, carryover test and system check. In conclusion, although a specific hardware component could not be identified as the sole cause of this event, the cause of the erroneous non-reproducible access accutni +3 results is a hardware malfunction.

Event description:
On 09jan2020 the customer reported erroneous non-reproducible troponin I (access accutni +3) results were generated on the customer¿s unicel dxi access 800 immunoassay system (part number a71456 and serial number (B)(4)). These results were reported outside of the laboratory. The customer reported change to patient treatment or management for four (4) patients based on the erroneous troponin I results. There were a total of eight (8) sets of patient result supplied to beckman coulter in conjunction with this event. Five (5) medwatch reports will be generated to address customer reports of changes to patient treatment to four (4) patients, and one (1) medwatch report will be generated for potential erroneous low troponin I results (customer did not indicate number of patient results which were erroneously low). A written attempt to obtain additional information was made; to date, no response has been provided by the customer. Medwatch number ¿2122870-2020-00011¿ will address patient one, treated as if having a myocardial infarction (mi); patient was administered heparin and oxygen (dosages not provided). Medwatch number ¿2122870-2020-00012¿ will address patient two, treated as if having a myocardial infarction (mi); patient was administered heparin and oxygen (dosages not provided). Medwatch number ¿2122870-2020-00013¿ will address patient three, treated as if having a myocardial infarction (mi); patient was administered heparin and oxygen (dosages not provided). Medwatch number ¿2122870-2020-00014¿ will address patient four, treated as if having a myocardial infarction (mi); patient referred for cardiac catheterization. It is unknown whether the patient received cardiac catheterization. A written attempt was made to obtain additional information on patient treatment; to date, no information has been received. The customer-provided data also included results which may be considered erroneously low; however, the customer did not indicate which results were erroneous low. Medwatch number ¿2122870-2020-00015¿ will address any results which may have been erroneously low. The customer initially ran the patient samples on dxi 800 serial number (B)(4). The customer repeated these samples on an alternate dxi immunoassay analyzer (part number and serial number not provided). See section "relevant tests/laboratory data, including dates" section for patient data table. Customer did not indicate which patient results were associated with change to patient treatment or management. Customer also did not indicate which results were considered erroneous. A written attempt was made to determine which patient results were associated with change to treatment; to date, no response has been provided by the customer. The customer reported quality control (qc) was passing within specifications. The customer also reported passing system check and calibration were obtained prior to the event. The customer reported a failing precision run on the date of the event. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2020. The fse observed ¿pipettor failed to wash¿ errors on pipettor 4 and noted bubbles in the fluidic drawer; fse also noted flat tubing. Fse replaced wash buffer manifold tubing and liquid waste manifold tubing. Fse also replaced a reagent pipettor 4 wash tower collar. Fse then ran passing high sensitivity system check, carryover test and system check. Samples were collected in orange top becton dickinson (bd) rapid serum tube (rst) tubes. Centrifugation time and speed was not provided. Samples were initially run out of primary tube but repeated after being filtered and placed in a 0.5 ml beckman sample cups. Customer reported slight hemolysis in one sample (customer did not indicate which sample) but did not report sample integrity issues with any other samples. No other sample processing information was provided.